Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported the patient had their device reset once before in 2011 or 2012. No symptoms or further complications were reported. Additional information was received from a manufacturer's representative (rep). It was reported the patient is a poor historian and he was unsure why he stopped using his device. It was unknown if the device was overdischarged. The patient reported the ins was replaced after the reset. The cause of the device reset was unknown. No further complications were reported.